Manufacturer narrative:
The customer also reported that they tried exchanging the lifeband, however the user advisory 16 fault was able to be replicated. Product in complaint was returned to zoll on (B)(6) 2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. Visual inspection was performed and no damages were observed. Functional testing was performed and the reported complaint of the platform displaying a user advisory 16 (timeout moving to take-up position) was confirmed as the platform displayed this message within the first few compressions. Inspection of the device identified the cause to be that the drive train motor brake was rusted and had subsequently seized up. Upon cleaning the corrosion, rust and re-adjusting the brake gap back within specification, the platform performed as intended with no other user advisories or warnings exhibited. A review of the archive was performed and no user advisories or warnings were observed on the reported event date of (B)(6) 2015. Multiple ua 16 codes were however, seen on (B)(4) 2015. Based on the initial investigation, there were no parts identified for replacement. The drivetrain motor brake was cleaned and readjusted back within specification to remedy the reported ua 16. In summary, the reported complaint was confirmed during functional testing as well as archive review and is attributed to the drivetrain motor brake rusting and seizing up. Following service, including cleaning and re-adjusting the brake gap back within specification, the device passed all testing criteria.

Event description:
It was reported that during patient use, the autopulse platform displayed a user advisory (ua) 16 (timeout moving to take-up position) message. The lifeband was initially working, but then the platform displayed a ua 16 fault. The customer reverted to manual CPR (exact length of time not provided). Information regarding the patient is not available, however no adverse patient sequelae was reported. No further details were provided.